Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device passed the unexpected restart test and no alarms were noted the following cosmetic damage was noted: minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed several errors and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 167 mg/dl. The customer was advised that one of the alarms indicated that the device had experienced an unexpected restart that could have been from removing the battery when the device prompted to be rewound. She was also advised that during the seating, the force sensor may not have detected the reservoir. The customer noted that the drive support cap was flush. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.